Manufacturer narrative:
(B)(4). The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. The fsr installed a new oxygen sensor. The epgs now performs to the manufacturer's specification.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the user reported that the new oxygen sensor in the electronic patient gas system (epgs) would not calibrate on multiple attempts. There was no patient involvement.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) installed the returned oxygen (o2) sensor into a lab use only (luo) electronic patient gas (epgs) and connected to system 1 simulator and central control monitor (ccm). The epgs was connected to o2 and air, entered a perfusion screen on the ccm and waited the 15 minute warm up period. After the 15 minute warm up period, calibration of the epgs was initiated and passed. The measurement of the direct current (dc) output voltage from the o2 sensor at 5 l/min and 100% o2 was 1.97 volts which is within specification of .55-2.758 volts. The epgs was calibrated five times with no failure to calibrate. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.